Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported finding moisture in the tubing. The fse removed the moisture by condensation removal procedure. The fse then found "electrical test error #53; therefore, he replaced the balloon transducer and then calibrated transducers. A full calibration and functional and safety check has been performed per the factory specification. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that , while in patient use, the cs300 intra-aortic balloon pump (iabp) generated a electrical test fails # 3 and there was blood detected in the tubing. There was no patient injury or adverse event reported.